Event description:
The account alleged the bed exit alarm will not arm. No pt impact.

Manufacturer narrative:
The tech found the scale reads a negative weight. The tech zeroed the scale to resolve the issue.